Event description:
It was reported that during the implant procedure, there was low r-waves when the lead was attached to the device. The lead could not be repositioned because the helix mechanism would not work. The lead was not implanted and was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; full lead returned and analyzed. The helix will not extend due to being over-retracted. It was also noted that the distal conductor was distorted, there was distal conductor blood/body fluid (not obstructed), blood in/on the helix mechanism (sleeve head), a tip seal observation, and deformation/fracture in the proximal section of the inner coil.